Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii gastrointestinal videoscope failed the culture test twice during reprocessing. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for evaluation. Olympus performed a visual inspection on the ¿as received¿ condition and found signs of foreign material/substance/stain inside the biopsy channel when inspected with an olympus borescope. In addition, there were multiple deep scratches and tears at the distal end of the biopsy channel. The insertion tube, distal end, bending section cover, and all components on the distal end were free of any foreign debris. The bending section cover glue on both ends was discolored, and glue located at the bending section side was slightly lifted round the edges. Additionally, the distal end cover was burned, scratches were found on the switch button 1, insertion tube and light guide tube and the objective lens was chipped. The angulation was low, there was low tension on the control knob and the control knob movement was exhibiting play. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the cause of the positive culture. Additionally, the investigation was unable to identify the residue found in the channel. The residue could not be removed due to physical damage of the subject device. There were confirmed scratches in the channel. The user did not provide the information on reprocessing steps. The instructions for use (IFU) warns on inappropriate reprocessing as follows: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Although requested, additional information could not be obtained. Olympus will continue to monitor the field performance of this device.